Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that the tubing of a rt206 adult inspiratory heated breathing circuit was found leaking water prior patient use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in china that the tubing of a rt206 adult inspiratory heated breathing circuit was found leaking water prior patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The rt206 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. Method: the complaint rt206 adult inspiratory heated breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the photograph provided revealed a cut on the expiratory limb. Conclusion: we were unable to determine what may have caused the reported event. However, the expiratory limb appeared to be punctured with a sharp object. All rt206 adult inspiratory heated breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt206 adult inspiratory heated breathing circuit state the following: "check all connections are tight before use.". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.". "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.". "Visually inspect breathing sets for damage before use and replace if damaged.".